Event description:
It has been reported to philips that the patient was suffering from an acute myocardial infarction. The st-segment elevation continued and the patient experienced onset of chest pain. The patient's complexion was pale and the blood pressure was low and maintained by dopamine. Consciousness of the patient was indifferent. On (B)(6) 2022 at 07:45, the patient was taken to the interventional room. When ready to carry out digital subtraction angiography (dsa) examination, it was found that the table could not be locked and geometry movements were not available. The procedure could not be continued. The current status of the patient is unknown. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported issue. The final condition of the patient is unknown as the patient was referred to another hospital. Onsite investigation showed that there was no power supply to the ethernet gib/s and the fuse of the power supply tripped. The philips field service engineer confirmed that the reported issue was resolved by replacing the fuse in the power distribution module (pdm) for 24v gib power supply. The calibrations were performed and the system was returned to use in good working order. ----- corrected data: codes are updated as per the investigation outcome.